Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection noted a crack in the minicap's rim. Functional testing was performed which the device failed. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap prep kit had a crack in its minicap. This was noticed when the device was connected to a transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.